Event description:
Primary registered nurse (rn) reports when getting to discontinue foley catheter, no fluid/volume came out upon aspiration of the foley balloon. Decided to instill volume into the foley balloon to double check the function, and the volume leaked out around the foley catheter insertion site. Catheter was discontinued and noted the foley catheter balloon ruptured. Rn reported that other staff have been reporting that cardiovascular operating room (cvor) has had difficulty inserting these catheters on several patients.